Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.

Event description:
It was reported that pt underwent total hip arthroplasty in 2006, in which she received a durom acetabular component. Post op, she experienced pain. Pt reports that revision surgery is scheduled for early 2009.